Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off. It is unknown if the device displayed an e-2 error message prior to shutting off. No further information was provided. No adverse event was reported. The infusion device is not expected to be returned for product evaluation.